Event description:
On 08/23/1999, the facility's surgery supervisor informed the MFR's sales rep of the following: the device catheter shear/fractured in close proximity to the device body resulting in minor extravasation. As a result, the device was explanted in 1999. The extravasation occurred with a treatment center. No further details were provided at this time.